Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.